Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the xience prime long length everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of the device. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 2.5x38mm xience prime stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion. On (B)(6) 2016, the patient was admitted to the hospital for chest pain and asthma. A stent was implanted proximal to the target lesion containing the xience prime stent. Reportedly, the xience stent was patent; however, it is unknown if there was re-stenosis within 5mm of the xience prime stent. On (B)(6) 2016, the patient was discharged from the hospital. There was no additional information provided.